Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia due to an insulin leak from a broken cartridge. The patient's blood glucose level was 24.0 mmol/l from an unknown meter. The type of treatment given to the patient at the hospital was not provided. The patient was hospitalized from (B)(6) 2018. The insulin cartridge cannot be returned for legal and customs issues.